Event description:
Right radial aline removed at 1759. Initially no bleeding from insertion site, then a few seconds later arterial bleeding. Pressure applied and held. Continued arterial bleeding noted after 5 min of holding pressure. Pressure contd [continued] to be held then after another 5min significant arterial bleeding continued to be noted. Rn assessed removed arterial catheter at this point and saw that the catheter was fractured. Sicu [surgical intensive care unit] resident and fellow called to bedside while pressure contd to be held to rt [right] radial artery. Pt cont to have +csm [circulation, sensation, movement] to rt hand with palpable radial pulse. Sicu fellow and resident performed ultrasound and vascular was called for retained catheter. Pt to operation room for removal of retained arterial line. Lot number of item unknown, cright radial aline removed at 1759. Initially no bleeding from insertion site, then a few seconds later arterial bleeding. Pressure applied and held. Continued arterial bleeding noted after 5 min of holding pressure. Pressure contd to be held then after another 5min significant arterial bleeding cont to be noted. Rn assessed removed arterial catheter at this point and saw that the catheter was fractured. Sicu resident and fellow called to bedside while pressure contd to be held to rt radial artery. Pt cont to have +csm to rt hand with palp radial pulse. Sicu fellow and resident performed ultrasound and vascular was called for retained catheter. Pt to operation room for removal of retained arterial line. Lot number of item unknown, companion lot on unit at this time is 14f25e0192)